Event description:
The customer said he put the batteries in the device and after 5 minutes the device was on fire, and really hot. No injury. A request was made for the return of the suspect device and replacement product.